Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient in cardiac arrest, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician pressed down on the electrodes for better contact to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.